Event description:
Reportedly, the stapler was closed approximately halfway through the green zone of the stapler, which is the point where the closure was felt to be snug. No extraneous tissue was incorporated into the anastomosis as the stapler was closed. The stapler was fired and easily removed. Both donuts were inspected and while the proximal donut was full thickness and concentric, the distal donut was concentric but appeared to be abnormal, with questionable areas of partial thickness. The anastomosis was inspected and the entire right hemi circumference of the staple line appeared to be open with many staples in a u-shaped configuration, appearing to have never been properly compressed. Some of the staples appeared to have not completely closed. Due to the large degree of dehiscence of the anastomosis, the anastomosis was taken down and recreated. A diverting loop ileostomy was performed.--------------------------------------------- manufacturer response (as per reporter) for stapler, surgical, contour. Stapler reload, contour. Unknown at this time.